Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported failure to advance appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device. The additional 2.8 x 16 graftmaster device referenced is being filed under separate medwatch report.

Event description:
It was reported that the procedure was to treat a lesion in the left circumflex coronary artery. A 2.8 x 16 mm graftmaster and a 3.5 x 16 mm graftmaster failed to cross while attempting to treat a perforation. The perforation was successfully sealed. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.